Manufacturer narrative:
Not returned to manufacturer.

Event description:
Per 21 cfr part 803, an MDR reportable event. Complaint received that alleges "venaflow elite melted down." Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation, photos received did confirm reported incident. No indication event caused or contributed to permanent impairment or death.